Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by the facility.

Event description:
An adult patient coded and expired during or after an in-patient hemodialysis treatment on (B)(6) 2011. Per dci corporate policy, following an adverse event, or an event within 24 hours of completion of a dialysis treatment, the manufacturer is contacted for an inspection of the dialysis machine prior to its return to clinical use. Per dci corporate policy, no further patient, treatment or device information will be provided. The dialysis machine was inspected by a gambro technical representative who found it to be functioning correctly and within manufacturer's specifications. He authorized the return of the machine to clinical use. The cartridge blood set, bicart and revaclear dialyzer were not available for investigation.